Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008; dtma1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a significant continual increase and physiologically high impedance. The lead remains in use. No patient complications have been reported as a result of this event.